Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during dwell 3 of 3. The technical service representative (tsr) assisted the home patient (hp) as the hp was still connected and one of the supply bags fell and became disconnected. The tsr explained that a large amount of air had entered into the disposable set and had the hp cycle power twice to clear the error. The tsr advised the hp to start over with new supplies. Product surveillance contacted the hp on (B)(6) 2010. The hp stated the following: he was sleeping when the bag fell and separated and he stated it was his fault. The lot numbers for the cassette and bag were unknown and the samples for the cassette and bag were discarded. The box of cassettes was used for therapy so a companion sample was not available. The nurse was not contacted so baxter advised he contact the nurse regarding the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a supply bag fell and disconnected. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).